Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through a revision usage sheet that the patient's right his was revised. A 54 mm cluster shell, 36 +7.5 m c-taper femoral head, 0° poly insert, and a 6.5 x 30 mm and a 6.5 x 25 mm bone screw were implanted. No reason for revision or revised devices were given.